Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. UDI#: (B)(4). Zimmer biomet (B)(4) and packaging supplier are in the process of initiating modifications to address reported issue. Corrective action has been initiated to address the reported issue. This report is number 2 of 2 mdrs filed for the same event (reference 3006946279-2016-00418 / 00419).

Event description:
It was reported that when box of bone cement was opened, the inner package of powder was leaking into the outer packaging. There was no patient injury and no delay in a procedure as a result of the event.